Event description:
The pt underwent implantation of an interstim system for urinary dysfunction. The pt experienced a fall with secondary shock fell in ipg pocket. Exploratory procedure performed by hcp to determine if device had been damaged revealed device was intact. No further shocking has been noted by hcp.